Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an after battery change alarm and that the device was unexpectedly restarting. The customer also received a battery out limit alarm, a bad battery alarm, and "external ram crc error". The customer's blood glucose level was 156 mg/dl. The customer performed the self-test and it passed. The customer was advised to monitor their blood glucose levels, the insulin pump, and the battery icon. The product was not replaced or returned.